Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker had an anomaly. A save to diskette was performed and was sent for engineering analysis. Engineering analysis revealed that the device average power consumption had increased during the past year. The power consumption increased from 30uw to 157uw. Boston scientific technical services (ts) suggested to have the device replaced. An attempt to obtain additional information was made but was unsuccessful. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor/two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the pacemaker has been explanted and was sent for product investigation. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the bsc aware date from the last supplemental report submitted.

Event description:
This report is being filed to correct the aware date which was incorrect on the supplemental report.